Event description:
The customer reported being hospitalized due to high blood glucose of 447 mg/dl. The customer was experiencing high glucose for several hours. It was stated that the event leading to her admission was vomiting and high glucose. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer mentions that she is getting a lot of stress. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.